Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the system was explanted due to infection. The patient experienced fever and chills and the pocket was also warm to touch. A temporary pacemaker was implanted and the rv and atrial lead was replaced. The patient condition was stable.